Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from two (2) different pt samples that were generated by the unicel dxl 800 access instrument. Pt a: the pt sample was tested for accu tni and the initial result was 0.55ng/ml and 0.01ng/ml upon reflex. The customer re-tested the original sample for accu tni and the repeated result was 0.01ng/ml. In addition, the original sample was tested for accu tni on a different instrument the customer's lab and two (2) results of 0.01 ng/ml were obtained. Pt b: the pt sample was tested for accu tni and the initial result was 0.64 ng/ml and 0.02ng/ml upon reflex. The original sample was re-tested for accu tni and two (2) results of 0.02 ng/ml were obtained. The customer indicated that the erroneous results were not reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to and after the event. The sample were collected in lithium heparin tubes with gel separators and centrifuged at 4,000 rpm for 10 minutes at ambient temperature. The specimens were sampled from primary tubes. A field service engineer (fse) was working with customer via telephone on 10/06/2006. The fse had customer to perform 50-replicate accu tni precision which passed within specifications. Customer stated to the fse that they believe pre-analytical factors contributed to this event. However, no specific info was given. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.